Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The pdrn reported receiving dl drain line is blocked warning messages during drain 2 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps a and b, amount was one tablespoon in total (total amount of fluid from both pumps). The pdrn was advised to disregard using the cycler to let inside area dry. Advised to use the cycler for next days treatment and call if they encounter any issues. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler prior to the discovery of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The pdrn reported receiving dl drain line is blocked warning messages during drain 2 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps a and b, amount was one tablespoon in total (total amount of fluid from both pumps). The pdrn was advised to disregard using the cycler to let inside area dry. Advised to use the cycler for next days treatment and call if they encounter any issues. Upon follow up, the pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler prior to the discovery of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The liberty cycler set used by the patient was available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to date to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.